Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at around 09:30 pm, the patient was found unconscious by their neighbor. The cgm device was displaying signal loss at that moment. Her service dog has a glucose tablet and a blood glucose meter on its pouch, and when the neighbor took a fingerstick was taken the blood glucose reading was 58 mg/dl. The neighbor put a glucose tab under her tongue, and the patient regained consciousness after 15 minutes. The patient stated she hit her head when she lost consciousness and sustained a bruise and a bump on her head due to this. No further treatment for diabetes was reported, but the patient put ice on it, took a ibuprofen, and put a pain-relieving cream. No further treatment was needed, and the patient did not seek any medical assistance. At the time of the report the patient was stable. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. (B)(4). Are signal loss events from the same sensor session but are unique separated events.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at around 09:30 pm, the patient was found unconscious by their neighbor. The cgm device was displaying signal loss at that moment. Her service dog has a glucose tablet and a blood glucose meter on its pouch, and when the neighbor took a fingerstick was taken the blood glucose reading was 58 mg/dl. The neighbor put a glucose tab under her tongue, and the patient regained consciousness after 15 minutes. The patient stated she hit her head when she lost consciousness and sustained a bruise and a bump on her head due to this. No further treatment for diabetes was reported, but the patient put ice on it, took a ibuprofen, and put a pain-relieving cream. No further treatment was needed, and the patient did not seek any medical assistance. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.